Manufacturer narrative:
The pendant and knee pad was returned. The knee pad urethane was cracked which was confirmed. The pendant causing the lift to move on its own was not confirmed. The pendant cord was found to be stretched out. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The pendant is causing the lift to go down by itself and the knee pad has a crack in it.